Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed system check and high sensitivity luminometer wash which passed within specifications. The fse also performed a precision test on all three levels of troponin quality control (qc). The fse advised the customer that the new centrifuge (stat express) set at 6800 rpm for three minutes, which uses vertical centrifugation, may be causing sample integrity issues. The fse and a applications specialist both agreed that the customer should review the correlation studies and the specifications of the new centrifuge with the centrifuge vendor. The customer was advised to use another centrifuge unit until cleared by the vendor. In conclusion, pre-analytical sample handling issue is the likely cause of this event. The fse believes that the centrifugation speed and time configuration used to prepare the sample is insufficient to produce a quality sample required for analysis on the access 2 immunoassay analyzer.

Event description:
The customer reported obtaining elevated non-reproducible troponin I (access accutni) results for a patient from the access 2 immunoassay analyzer. The customer stated that the patient was presented to the emergency room (ER) with chest pain and the patient was administered heparin due to the erroneously elevated accutni results which were reported out of the laboratory. The customer reported that the patient also had gastrointestinal (gi) bleeding at the time of the event which was not due to the heparin treatment. Subsequent testing of the original sample on the same access 2 instrument produced lower accutni results within the normal reference range. The customer is unaware of any adverse consequence or further change to patient treatment as a result of heparin treatment. The customer observed wash valve motion errors on the day following the event ((B)(6) 2014) and proceeded to run a system check which failed due to high substrate coefficient of variation (%cv). The customer checked the substrate bottle cap fittings and lines but observed no issues. The customer repeated the substrate portion of the system check and obtained a passing system check. The sample was collected in lithium heparin gel tubes and centrifuged for 3 minutes at 6800 rpm in room temperature using a new tabletop unit (stat express).